Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer observed a message regarding no battery backup. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a no battery backup error message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the battery box and power board, which resolved the issue. The system was tested and verified as ready for use. Isi received the battery box and power board for failure analysis. Failure analysis was unable to confirm or reproduce an error with the power board. However, the battery box was found to have a lower voltage than expected. The complaint regarding the no battery backup error message was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. A log review confirmed the appendectomy procedure on 02-nov-2022 on system sh1367. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer was unable to resolve the error message after the start of the procedure, and an intuitive surgical inc (isi) field service engineer (fse) replaced the battery to resolve the issue. The issue was replicated/confirmed as part of failure analysis. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.